Event description:
The guidewire unraveled during the procedure.

Manufacturer narrative:
The complaint was confirmed, and the damage appears to be user related. The returned guidewire was received in two segments. It appears that the guidewire was severed, which may have occurred during placement. The distal end of the wire was received inside the introducer needle. The coil wire was stretched over the severed ends of the core wire. It is possible that the wire was severed by the beveled tip of the needle. The product IFU cautions the user to "be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the wire." The IFU also cautions, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." No defects related to the mfg process were found on the guidewire. A chr of lot #rerc0968 showed one other similar product complaint(s) from this lot.